Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic by pass and bariatric procedure when inserting a clip applier and stapler respectively in the trocar and cannula, the seal of both device were damaged and air or gas leaked from both device. There was no patient harm.